Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab for leak due to a significant crack at the base of the spike. No batch review was performed, since the lot number was unknown. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Leakage from the sleeve of the transfer set was found. The set had been used for 30 days. There was no patient injury or medical intervention.